Event description:
It was reported that the insertable cardiac monitor (icm) exhibited alert for pause episode. Reviewed of episodes noted that the icm exhibited undersensing. No programming changes made were reported. The patient status was unknown.